Event description:
The territory mgr (tm) assisting a (B)(6) male pt, contacted zoll customer support to report that the pt's charger screen will not light up, despite attempting to plug the device into several outlets. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (screen does not light up) has been confirmed. The cause of the screen not lighting up has been isolated to an intermittent connection at pin 23 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement charger/modem.